Event description:
The device was used during a hernia procedure. Reportedly, the component disengaged into the patient's cavity. The surgeon was able to retrieve the component. A new instrument was used to complete the procedure. The hospital reported no injury to the pt.